Event description:
It was reported that they have carelink pro downloaded and when they try to get the insulin pump to generate specific reports an error occurs. The customer also mentioned that their healthcare provided is unable to get the insulin pump to upload to carelink. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was unable to upload using carelink pro and had multiple alarms in the alarm history screen due to corrupted history file. Unable to verify overlapping data anomaly or time/clock anomaly in carelink pro. Insulin pump was programmed and monitored with the correct time/date using the 12 hour setup for three days. No unexpected change in time from 12hour to 24 hour setup or unexpected alarms noted during testing. Insulin pump then was programmed with multiple test boluses. All boluses delivered and was listed in the bolus history screen. No time/clock anomaly, bolus anomaly/data anomaly or memory anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).